Event description:
It was reported that a vns patient¿s device was replaced due to battery depletion. The generator was received and the product return form identified that there was a possible warranty issue. Analysis was completed for the returned device. The diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.638 volts and shows a low battery indicator. There were no performance or any other type of adverse conditions found with the pulse generator. Additional relevant information has not been received to-date.

Event description:
Follow-up from the company representative who attended the case provided that it was alleged that the battery had depleted early based upon how long it had been implanted before needing to be replaced. However, analysis of the device showed that it had depleted normally.